Manufacturer narrative:
Foreign body reaction occurred. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic info: age, gender, weight. Date and name of surgical procedure? On what tissue was the suture placed? What is meant by ¿knot of tissue¿ under the suture? Were 3 sutures used in one patient procedure or was 1 suture used in 3 patient procedures? What was the onset date of the symptoms from the time of the index surgery? Other relevant patient history / concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Are photos available? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an eye lid repair on (B)(6) 2017 and suture was used. Post-op, the patient returned to the doctor, complaining about a bump along the suture line. The doctor found a knot of tissue under the suture, under the skin in the eye lid, near the crease. The doctor treated the knot of tissue with antibiotics and released the patient. Additional information has been requested.